Event description:
Literature was reviewed regarding non-invasive myocardial work as an independent predictor of postprocedural nt-probnp in elderly patients undergoing transcatheter aortic valve replacement. The study population included 90 patients who were predominantly male with a mean age of 80 years old. Multiple manufacturers¿ devices were implanted in the study population; forty patients were implanted with medtronic devices including corevalve, evolut r, or evolut pro bioprosthetic valves. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: elevated peak thresholds 14.5 mm-hg, myocardial infarction, aortic stenosis, stroke, and moderate paravalvular leak (pvl). No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: ladányi et al. Non-invasive myocardial work as an independent predictor of postprocedural nt-probnp in elderly patients undergoing transcatheter aortic valve replacement. Geroscience. 2025 jun;47(3):3311-3323. Doi: 10.1007/s11357-024-01302-0. Epub 2024 aug 8. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.